Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the product ID: 37761 sn#: (B)(4) found evidence of broken connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post-herpetic neuralgia and spinal pain. It was reported that the dtc connector pin broke off. The patient was in excruciating pain because the patient hasn't been able to use the implantable neurostimulator (ins) due to the pin being broken and unable to use the implantable neurostimulator recharger (insr) to charge the ins. Prior to the report, the tried to push the pin back in to get the equipment to work, but was unsuccessful in resolving the issue. During the report, the patient confirmed that she was able to get the broken pin out of the insr. Furthermore, it was inquired if there was a place to go for the patient to get the device jump started. The patient stated the device has not been charged in a month and the patient has been without therapy, which was due to the broken connector pin. The patient reiterated feeling pain, was constantly in pain and didn't realize how much the device was addressing some of the pain. The patient was redirected to their healthcare professional (hcp) regarding a possible over-discharge (od). The patient mentioned that someone from the hcp office may have already called a manufacturer representative (rep) to be at the patient's appointment because the hcp knows what was going on with the patient's device. There were no further complications or anticipations reported with this event.